Event description:
A patient with a patient specific implant still had a scab after 5 weeks, which the surgeon reportedly thought was odd. The wound then opened up about 6 weeks post implant. Rather than risk potential infection by closing the wound, the surgeon requested a new implant to revise the patient.

Manufacturer narrative:
Additional information has been requested. Investigation is ongoing, no conclusion can be drawn.